Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pressure transducer pc boards and the expiratory channel pc board were replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were kept by the healthcare facility so could not be returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure.

Event description:
Manufacturer's ref #: (B)(4).